Manufacturer narrative:
(B)(4). Batch r58m51. Investigation summary: the analysis found that one ec60a device was returned was returned with no apparent damage and with an ecr60w cartridge reload present. The reload was received partially fired 1/16. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not closed. No functional test was performed due to condition of the device. While no conclusion could be reach as to how the knife was partially advanced, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the open pancreatic body and tail procedure, could not fire when severing body and tail of pancreas tissue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.